Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified shunt of the left upper arm. The transend guide wire 135cm was advanced with a balloon catheter and resistance was felt 5cm from "the artery". The balloon catheter and the guide wire were unable to cross the lesion. The guide wire and the balloon catheter migrated distally approximately 10mm. The guide wire was "pigtailed" 5cm from the tip. The tip of the guide wire was attempted to be "released" by manipulating the guide wire back and forth. The balloon catheter was removed. The guide wire pigtailed more. The guide wire was attempted to be removed by retracting into the sheath; however, resistance was encountered. The tip of the guide wire broke and remained in the vessel. The tip was unable to be removed in interventional radiology. The tip was removed by opening the vessel surgically. The procedure was completed with this device. No further patient injuries or complications were reported. The patient's condition is reported as "stable."

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire tip detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified shunt of the left upper arm. The transcend guide wire 135cm was advanced with a balloon catheter and resistance was felt 5cm from "the artery". The balloon catheter and the guide wire were unable to cross the lesion. The guide wire and the balloon catheter migrated distally approximately 10mm. The guide wire was "pigtailed" 5cm from the tip. The tip of the guide wire was attempted to be "released" by manipulating the guide wire back and forth. The balloon catheter was removed. The guide wire pigtailed more. The guide wire was attempted to be removed by retracting into the sheath; however, resistance was encountered. The tip of the guide wire broke and remained in the vessel. The tip was unable to be removed in interventional radiology. The tip was removed by opening the vessel surgically. The procedure was completed with this device. No further patient injuries or complications were reported. The patient condition is reported as "stable."

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Device evaluation by manufacturer: the device was received separated in two segments. The guide wire overall length was within specifications. The guide wire outer diameter was measured and found to be within specification. The device was analyzed via scanning electron microscope (sem) which revealed the presence of elongated dimple ruptures in a torsional direction. No reduction on the cross sectional area was noted. No material anomalies were observed. The fracture surface was caused by a torsional type overload. The returned device does not present any indication of manufacturing defect or anomaly that would have compromised the integrity of the guide wire and/or intended use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).